Event description:
The customer reported that the patient has a burn at 2 locations on her back. The day after surgery they discovered skin lesions on her left flank and left buttock. The patient return electrode was placed on the right upper leg. The patient had a myomectomy done via laparotomy that lasted 50 minutes. The patient skin was prepped with iodine 1%. The electrosurgical pad and pencil were not saved.

Manufacturer narrative:
(B)(4). The generator was returned to covidien service in puerto rico, tested and found to operate to specification.